Manufacturer narrative:
(B)(6). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a segura hemisphere stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient ID, age, gender, and weight are unknown). According to the complainant, the nurse attempted to test the retrieval basket before it was inserted into the patient. However, there was "no sleeve/sheath" on the basket at all. Therefore, the retrieval basket would not open or close. The sheath was not noticed in the packaging. The procedure was successfully completed with another segura hemisphere stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'stable.'

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a segura hemisphere stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6) 2010 (patient ID, age, gender, and weight are unknown). According to the complainant, the nurse attempted to test the retrieval basket before it was inserted into the patient. However, there was "no sleeve/sheath" on the basket at all. Therefore, the retrieval basket would not open or close. The sheath was not noticed in the packaging. The procedure was successfully completed with another segura hemisphere stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The condition of the returned device was consistent with the complaint that the device basket would not open. Based on the analysis, it has been determined that the basket would not open due to the sheath being detached from the handle luer. This was most likely due to a kink identified in the outer sheath and a bend in the drive wire. Additionally, this lot number was manufactured prior to the design change which added the heat shrink to the device bill of materials. This device was manufactured according to specification; only devices manufactured after the design change have a black heat shrink. Therefore, no portion of the device was "missing." The problem with this device was noticed during preparation, prior to insertion into the patient. The kinks in the outer extrusion and bend in the drive wire prior to use inside the patient are typically caused by handling of the device after unpacking, or while inserting into the scope. Therefore, the most probable root cause for this complaint is handling damage.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a segura hemisphere stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient ID, age, gender, and weight are unknown). According to the complainant, the nurse attempted to test the retrieval basket before it was inserted into the patient. However, there was "no sleeve/sheath" on the basket at all. Therefore, the retrieval basket would not open or close. The sheath was not noticed in the packaging. The procedure was successfully completed with another segura hemisphere stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'stable.'

Manufacturer narrative:
Additional information received indicates the basket was visible was on the device, however the outer sheath was missing.